Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, it was determined that the patient data in health sight viewer (hsv) was not updating promptly. A technical support specialist (tss) restarted the external messaging, net pipe, and net tcp listener services to restore functionality. The connection to the report database was successfully established. An email was sent advising the client to coordinate with their hospital it and cerner support team for further assistance. The tss connected with the customer and confirmed that the issue was resolved form their end. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the health sight viewer for pharmacy order and patient information was delayed down. The customer reported that the patient care workflow affected. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the health sight viewer for pharmacy order and patient information was delayed down. The customer reported that the patient care workflow affected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.